Event description:
It was reported during knee arthroplasty that the femoral impactor pad fractured upon insertion of the femoral component. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. Visual evaluation of the returned impactor pad identified signs of repeated use (nicked/gouged) and the device was confirmed to be fractured. Fracture analysis identified that the fracture was consistent with overload fracture failure. Dimensional analysis of the device determined that it was conforming to print specifications where measured. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.